Manufacturer narrative:
Updated information: d4 catalog number updated.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced positioning and suction alarms. Proper pump placement was confirmed via echocardiogram and volume was given.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b updated. The investigation is ongoing.